Event description:
It was reported that following a sparc implantation the patient ¿has not been able to void.¿ urodynamics were performed and the patient had to self cath for approximately one week due to urethral swelling. Evaluation indicated that ¿the urethra was not overtight, patient is able to urinate, it just took time." The patient outcome was reported as ¿she is totally fine now.¿ no additional patient complications have been reported in relation to this event.